Event description:
Pump with sn (B)(4) is not working. Pump is not letting her change the rate, it doesn't go forward. No further info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replace the device. Dose or amount: 17.5 nkm, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.